Manufacturer narrative:
Initial reporter phone: (b0(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a qdot micro¿ catheter. There was char after lpv (left pulmonary vein) ablation with qdot micro catheter. The char was adhered to the proximal side of the d curve. It was removed the char and continued the procedure. The patient did not have a stroke or transient ischemic attack, however, the medical team confirmed that there was a risk for it. The physician also stated that the char was not excessive for this case. The patient was anticoagulated. There were no issues related to the settings for an bwi equipment involved. No patient consequences were reported.

Manufacturer narrative:
According to the information received, it was reported that there was char/thrombus/clot after ablation with qdot micro catheter. Char was adhered to the proximal side of the d curve. The device was returned to biosense webster (bwi) for evaluation on 19-jun-2024. A visual inspection evaluation, temperature, impedance, and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no char/thrombus/clot residues attached to the device. The temperature and impedance features were tested, and the results were found within specifications. Afterward, an irrigation test was performed, and no obstructed holes were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. However, after the char was removed, the procedure was continued, and the physician considered that the amount of char observed could cause a potential risk of asymptomatic stroke. Also, the catheter instructions for use (IFU) contain the following recommendations state that when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. For this reason, this failure complaint could be traced to an error user. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).